Event description:
The physician flushed the biliary self-expanding stent. When the stent was deployed, the distal end deployed with no problems, however, the proximal end seemed to get caught on something and it folded up on itself. Another competitor's stent was used over this stent and was then ballooned. No harm to the patient. The patient did not require any additional procedures due to this occurrence and per information provided by the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The product was returned in a used and damaged condition. Quality control confirms that the tip is not split or damaged and that there is a smooth transition between tip and inner catheter assembly. The IFU contains these notes. "Note: once the stent deployment has begun, the stent must be fully deployed. Repositioning of the zilver ptx drug eluting peripheral stent is not possible since the delivery system's outer sheath cannot be re-advanced over the stent once deployment begins." "Note: if resistance is met during the withdrawal of the inner catheter through the stent, re-advance the outer sheath over the inner catheter to its predeployment position." The returned device was examined with the aid of an engineering manager who suggested based on the condition of the device and the statement in the event description "proximal end seemed to get caught on something" that after removing the pin and prior to pulling back on the handle a forward movement of the plunger caused the proximal end of the stent to kink within the delivery system. The root cause is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.